Event description:
It was reported that the patient experienced inadequate pain relief. The patient underwent a lead revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), and batch: 7071574.

Event description:
It was reported that the patient experienced inadequate pain relief. The patient underwent a lead revision procedure.